Event description:
The customer reported a malfunction with their pump, identified by the malfunction code malf 0, which the customer was unable to reset despite multiple attempts. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support (cts) assisted the customer in troubleshooting and ultimately determined that a replacement pump was necessary due to an unexpected side effect of the malfunction on the pump's software. The customer was advised to use multiple daily injections (mdi) as a backup therapy and was informed that they would receive a pump with updated software.